Event description:
In 2008, this pt was implanted with gore excluder aaa endoprosthesis without difficulty. On the following month, the pt presented with left leg pain. On the next day, imaging demonstrated that the limb of the trunk-ipsilateral leg component had completely occluded with thrombus. Proximal invagination of the trunk-ipsilateral leg component was also demonstrated. The cause of the invagination could not be provided. On two days later, the pt underwent a reintervention in which the thrombus was removed and two balloon expandable stents (MFR unk) were implanted to successfully resolve the investigation. No further adverse events were reported. The pt is reported to be in good condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.